Event description:
Myosure reach device ref: (B)(4), lot: 25k21ra, exp: 10/05/2028, when hooked up to aquilex machine would not function, this was identified prior to device being placed into patient. Troubleshooting did not help. Device removed from use and replaced with new device.